Manufacturer narrative:
The product was not returned for investigation. We are unable to confirm the reported complaint. Based on the results from the product, batch and sterilisation history record, the products met release criteria. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this reported lot. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a patient experienced toxic anterior segment syndrome (tass) after use of a viscoelastic product in an intraocular lens implantation surgery. Additional information has been requested. This file represents patient 2 of 2 from this facility. Additional information received indicated that the surgeon also suspected the intraocular lens (iol) also as a cause of event. Additional information received indicated that tass with diffuse corneal edema in a cataract surgery in the left eye was observed.